Manufacturer narrative:
E1: facility name (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing confirmed the customer reported issue. The dso sensor was defective. The dso sensor and seal were replaced.

Event description:
It was reported that the pump alarmed cassette loose, reattach cassette. Per reporter, the pump was tested with several cassettes. There was unknown patient involvement.